Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre dilatation balloon was used in an ecd procedure on (B)(6), 2010 involving a (B)(6) female patient (patient weight is unknown). According to the complaint, during the procedure the cre balloon was positioned within the patient's esophagus and inflated with air by an alliance ii syringe. The balloon blew up before it was half filled. The balloon was removed from the scope by cutting the catheter. A second cre balloon was used to complete the procedure with no patient complications. The patient's condition has been described as "fine."

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre dilatation balloon was used in an ecd procedure on (B)(6), 2010 involving a (B)(6) old female patient (patient weight is unknown.) According to the complaint, during the procedure the cre balloon was positioned within the patient's esophagus and inflated with air by an alliance ii syringe. The balloon blew up before it was half filled. The balloon was removed from the scope by cutting the catheter. A second cre balloon was used to complete the procedure with no patient complications. The patient's condition has been described as "fine."

Manufacturer narrative:
A visual examination of the returned device revealed a kink in the shaft, as well as confirming that the balloon had been cut cross sectionally. Follow up confirmed that the user used air as the inflation media for the device, where the directions for use instruct the user to "never use air or a gas medium to inflate balloon." The root cause of use/user error has been assigned to this complaint. A review of similar complaints was carried out and no similar complaints were found. A DHR review was completed an no anomalies were noted.

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.